Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.

Event description:
Consumer reported in an online product review that upon removal of a tampon, the string separated from the pledget and the pledget fell apart inside of her. She manually removed pledget pieces from her vaginal cavity. No further information was received.